Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided instructions to reset the pump, which resolved the issue. The customer was advised to continue using the pump and to contact technical support if the malfunction recurred.